Manufacturer narrative:
(B)(4). Were any noises heard such as 'whistling' or 'hissing'? Unk. If so, did the 'noise' prevent insufflation? Please describe the noise. Unk. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unk. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Unk. Was a device inserted in the trocar during the leaking? If so, what device? Unk. Was any torque being applied to the trocar or device? Unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded. No other details are available.